Event description:
It was reported that device embolization and explant occurred. On (B)(6) 2019 patient underwent a successful watchman left atrial appendage (laa) closure procedure without incident. The 27mm watchman laa closure device was well compressed and all release criteria were met with a left atrial pressure of 14. The week of (B)(6) 2019, patient contacted physician requesting discontinuation of anticoagulants. The doctor requested a computed tomography (CT) scan, which was performed on (B)(6). The imaging revealed the device had embolized to the left ventricular outflow tract. The patient had a preexisting flared cord on the posterior side of the mitral valve; therefore, it was decided to surgically retrieve the device later that day. Surgery included repair of the mitral valve and ligation of the laa. Patient has been discharged.